Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the tamper tube was obstructed which prevented tamping of the collagen and resulted in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that they were unable to tamper down the collagen. A black marker was not revealed; therefore, no hemostasis was achieved, and manual compression was required. There was no reported impact of event on the patient. There was no life-threatening injury involving the device, no permanent injury to body function, or intervention to prevent permanent injury. The procedure was completed successfully. There was no known affect patient condition on the event and outcomes. Additional information was received on 15nov2024: the procedure was an angiogram, atherectomy and stent. A 6 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient was stable. The blood loss was less than 250cc's.

Manufacturer narrative:
E1: phone number: unknown e3: occupation: consultant. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.